Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.

Event description:
It was reported that during an "closure of a hartman pouch" the surgeon reported all steps were followed properly (anvil placement, gap setting scale, full compression of firing handle) but that none of the staples formed. The patient had to have an ileostomy.